Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the insertion of an impella 5.5 to a patient in acute myocardial infarction/cardiogenic shock was unsuccessful. The impella 5.5 was unable to pass through the anatomy. The physician attempted many troubleshooting techniques including rotoglide, repositioning of the arm, removing neck roll, not tunneling, and attempted a buddy wire technique all with no success. The decision was made to implant an impella cp instead which supported the patient for approximately seven days before being weaned and explanted with a survived outcome.

Manufacturer narrative:
The root cause of delivery issue is determined to be patient condition because the pump was unable to pass through vasculature despite multiple attempts with many trouble shooting techniques.